Event description:
In 2008, the patient underwent aneurysm repair and aortic root replacement surgery to treat an ascending aortic aneurysm with severe aortic insufficiency. The ascending aorta, aorta, and aortic valve were removed, and the total arch was replaced with medtronic grafts. In addition, a gore tag thoracic endoprosthesis was deployed antegrade to repair a proximal descending thoracic aortic aneurysm. Postoperatively, the patient quickly developed seizures. It was noted that she received cerebyx intraoperatively. Postoperatively, she received ativan, keppra, and cerebyx. Other medications included nitroglycerin and levophed, which were to be slowly weaned off. In the next day, the patient developed atelectasis, which responded positively to a pulmonary toilet. In the following day, the patient experienced a sudden asystole and died despite numerous efforts to revive her.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.